Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient connected supply bags and themselves the homechoice (hc) machine prior to hc self-testing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide instructs the user to connect the solution bags after the self-test. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient connected supply bags and themselves to the homechoice (hc) machine prior to hc self-testing. There was no patient injury or medical intervention associated with this event. No additional information is available.